Manufacturer narrative:
The device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was caused by a valve requiring current in excess of specification, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. This type of failure mode was addressed by a CAPA. This pump was manufactured prior to the implementation of the corrective action and was therefore not subject to the improvement. Internal complaint number: (B)(4).

Manufacturer narrative:
The event was determined to not be reportable based on the information reported on (B)(6) 2017. The event was later determined to be reportable based on the additional information reported on 7/20/2017. Internal complaint number: complaint (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was observed to be greater than the expected volume based upon the programmed infusion rate on multiple occasions. A catheter access port (cap) dye study was performed and the catheter was found to be patent. The patient experienced lack of pain relief and later an increase in pain during the event. The pump was explanted on (B)(6) 2017 and was returned for investigation.